Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. However, the investigation has not yet begun. (B)(6).

Event description:
The event occurred on an unspecified day in (B)(6) 2022 and involved a plum 360 infusion pump. A male, diabetic patient was receiving total parenteral nutrition (tpn) through a central venous catheter for 24 hours, during 14 days. It was reported that the tpn was programmed to infuse in a range of 66 to 72 ml/hr, where the total volume was sufficient for 24 hours. The infusion ended 1 hour earlier than programmed. The customer stated per the hospitals protocol the tpn is weighed prior to being dispatched to the service. The first time the event occurred, the pump was changed and this change was made 3 consecutive days due to the pump completing infusion 1 hour earlier than programmed with 3 different pumps. Once the infusion ended earlier, the patient was administered glucose 30% for 1 hour while the new tpn was installed. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was received for investigation. The client does not specify an exact date on which the event occurred, it only comments on a speed range between 66 and 72ml/h with a time of 24hrs. The event history was downloaded from the device and on (B)(6) 2022 20:15 a schedule was found with a volume to be infused of 990ml, with an administration rate of 59.4ml/hrs for a duration of 16 hrs with 40 minutes, this infusion was stopped by the user on (B)(6) 2022 at 09:01 (infusing 758ml). Analysis, summary and conclusions of the history of events: the client indicated that the infusion was programmed for 24 hours, but in the analysis of the events a programming for a time of 16 hours and 40 minutes was found and the infusion speed found in the events is less than the range indicated by the client. Conclusion of the client protocol test: the device was programmed on channel a to deliver a volume of 1656 ml in 24 hours, at a flow rate of 69 ml/hr, resulting in 1657 ml delivered in 24 hours 0 minutes. 1656 ml *5% = (+/- 82.2 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery margin of error was +1ml. Based on customer experience, the device terminated the infusion early. But the client's protocol tests determined that the device worked 24 hours 0 minutes without interruption and the infusion was completed without problems. The probable cause was not found. It can be concluded that during the customer protocol and product verification tests. The device infused correctly without overdelivery, it did not generate faults or technical alarms, or over programming produced by the keyboard. Additional information in a5 and a6.